Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 22-may-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (1,000 mcg/ml, 353 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history includes scoliosis and seizures. The patient's other known medications were; miralax, mypirocin, nystatin, prednisone, promethasine, ranitidine, topiramat, deprovera, gabapentin, hydrocodone, ipratropium inhaler and keptra. On (B)(6) 2018, the patient was getting hip surgery and the orthopedic surgeon intentionally cut the existing ascenda catheter during the procedure. The hcp was unable to splice the catheter back together. The patient exhibited increased spasms, itching, twitching and irritability after cessation of it baclofen. The patient was admitted to the ICU post-op and treated for baclofen withdrawal. The patient had regularly scheduled oral valium, oral baclofen, prn morphine and prn tranzene. It was then stated, "plan to bring patient back for surgery on (B)(6) 2018 for catheter repair".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-31, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). Additional information reported that surgeon tied multiple times to thread the catheter back into the collet but couldn't successfully do so. The hcp did not know they would need to cut the catheter prior to the surgery. The patient has recovered from the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found the catheter body had a slice/cut that was not related to explant damage. Analysis of the pump (sn; (B)(4)) found overinfusion - undetermined root cause. Additional codes for catheter; results code 114, methods code 10, conclusion code 19. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the manufacturer representative (rep). The existing catheter and pump were explanted on (B)(6) 2018- and replaced. The pump was replaced during the catheter replacement surgery due to being approved for replacement by the insurance company and having 24 months remaining on early replacement indicator (eri). The patient was started on an infusion rate of gablofen 100 mcg/day after a priming bolus of 376 was programmed to reflect the newly implanted catheter length and internal pump tubing.